Event description:
It was reported that the patient¿s device was not staying on. The issue had begun on the date of this report. The patient had two devices implanted and the current issue was with the left older model. They were checking it with the patient programmer and the light was green for the 9 volt battery but there was no light next to the implantable neurostimulator (ins) battery icon. The patient complained that the deep brain stimulator was turning on and off. The action taken to resolve the issue was the patient¿s husband changed the battery. The cause of the event was determined. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v825993, implanted: (B)(6) 2011, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 7438, serial# (B)(4), product type: programmer, patient. (B)(4).